Manufacturer narrative:
Analysis of the returned gemini stone retrieval paired wire helical basket revealed the device basket was detached. The wire subassembly (s/a) detached in the middle of the splice cannula. The basket was bent. The wire s/a was bent on the distal end of the broken splice cannula. The outer sheath was kinked and bent. Other defects on the device (bent basket, bent wire s/a, and kinked/bent outer sheath) indicate significant forces were applied. It was not possible to determine the amount of force that was exerted on the wire s/a to cause it to break. The most probable root cause for this event is determined to be undeterminable. The device history record review confirms that the accepted devices met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in an ureteroscopy stone retrieval procedure on a patient (weight unknown). According to the complainant, the basket snapped off the distal mandrel inside the patient after during it was placed in the patient's left ureter. The basket was retrieved using graspers. The procedure was successfully completed using a second agemini stone retrieval paired wire helical basket without complications. The patient is reported to be fine.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in an ureteroscopy stone retrieval procedure on a patient (weight unknown). According to the complainant, the basket snapped off the distal mandrel inside the patient after during it was placed in the patient's left ureter. The basket was retrieved using graspers. The procedure was successfully completed using a second agemini stone retrieval paired wire helical basket without complications. The patient is reported to be fine.